Event description:
The customer reported a leak of approximately 10 ml from the probe of the unicel dxh 800 coulter cellular analysis system. The customer reported that the leak consisted of blood and was contained within the instrument. The customer indicated that the probe could be possibly broken or that the probe wash collar may be cracked. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak coming from a tubing which became disconnected from quick disconnect qd421 fitting. The fse indicated that the tubing supplies vacuum to the probe rinse block. The fse proceeded to reattach the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to the disconnected tubing from quick disconnected qd421. Beckman coulter internal identifier for this report is (B)(4).